Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016 telemetry waveforms disappeared off the central monitor. The issue was resolved by restarting the system. No injury was reported as a result of this event.

Manufacturer narrative:
The spacelabs field service engineer was dispatched to the customer site for further analysis of the reported issue. Investigative findings determined the xhibit central station experienced an incident with dotted waveforms. The fse updated the xhibit software to current version and the program was restarted. The field service engineer reports the xhibit is functioning according to spacelabs¿ specifications. At the date of this report, the active monitoring and investigation is considered complete. This report is complete and this particular issue is considered closed.